Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that provided more context to the aforementioned clinical observations. The shock impedance was 145 ohms. X ray imaging was performed which noted the shock coil was somewhat high and angled to this patients left, away from the sternum. Ts noted this may reduce the r wave amplitude as there is less tissue between the coil and s-ICD. This s-ICD appeared fairly low next to the diaphragm and depth appeared good right next to the ribs. The electrode pathway appeared clear of any sharp bends or kinks. Ts recommended secondary vector as sense node b was likely oversensing. This patient had been wearing the life vest and removed it for a magnetic resonance imaging (MRI). Ts recommended to consider an electrode revision. The field representative was unsure if they could locate this electrode due to body habitus. This s-ICD remains in service at this time. Additional information was received that this s-ICD system was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that provided more context to the aforementioned clinical observations. The shock impedance was 145 ohms. X ray imaging was performed which noted the shock coil was somewhat high and angled to this patients left, away from the sternum. Ts noted this may reduce the r wave amplitude as there is less tissue between the coil and s-ICD. This s-ICD appeared fairly low next to the diaphragm and depth appeared good right next to the ribs. The electrode pathway appeared clear of any sharp bends or kinks. Ts recommended secondary vector as sense node b was likely oversensing. This patient had been wearing the life vest and removed it for a magnetic resonance imaging (MRI). Ts recommended to consider an electrode revision. The field representative was unsure if they could locate this electrode due to body habitus. This s-ICD remains in service at this time. Additional information was received that this s-ICD system was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that provided more context to the aforementioned clinical observations. The shock impedance was 145 ohms. X ray imaging was performed which noted the shock coil was somewhat high and angled to this patients left, away from the sternum. Ts noted this may reduce the r wave amplitude as there is less tissue between the coil and s-ICD. This s-ICD appeared fairly low next to the diaphragm and depth appeared good right next to the ribs. The electrode pathway appeared clear of any sharp bends or kinks. Ts recommended secondary vector as sense node b was likely oversensing. This patient had been wearing the life vest and removed it for a magnetic resonance imaging (MRI). Ts recommended to consider an electrode revision. The field representative was unsure if they could locate this electrode due to body habitus. This s-ICD remains in service at this time.